Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast reconstruction with an unknown mentor saline prosthesis experienced deflation on an unknown side post procedure. As a result, the device was explanted.

Manufacturer narrative:
Additional information was received on november 11, 2022. The deflation was right sided. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on december 14, 2022. The explant date was clarified to be (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on january 19, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that breast implant had a crease/fold on the posterior view. Leak testing was performed according to mentor procedures, and it identified a tear within the crease/fold measuring approximately 0.2 cm. Additionally, no other leak sites were detected. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on december 28, 2022. The device, previously reported as unknown, is a mentor smooth round moderate profile 700cc saline prosthesis, lot #7285558, catalog #3501697. In addition to the right sided deflation reported initially, the patient experienced bilateral ptosis. This report relates to the right prosthesis. See 1645337-2023-00560 for contralateral prosthesis report. Replacement with 800cc mentor memorygel breast implants was performed with explant. The event date was clarified to be december 4, 2020. A manufacturing record evaluation was performed for the finished device 7285558 number, and no non-conformances were identified. The impacted product was received by the failure analysis lab on january 9, 2023. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The investigation of the returned photograph was completed by the failure analysis lab on january 17, 2023: upon visual evaluation of the images provided in the complaint, the implant was observed deflated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on march 22, 2021 mentor became aware that it erroneously omitted d7 (7a. Is this a single-use device?), d8 (8.was this device serviced by 3rd party?), and d9 (9. Device available for evaluation?) From the initial report submitted on march 10, 2021.